Event description:
It was reported to philips that the system did not start up completely. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. A review of the log file showed software issues. Upon troubleshooting, the fse reloaded the suite pc software and restored backups, which resolved the issue. After reloading the suite pc software and restoring the backups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.